Manufacturer narrative:
This medical device report (MDR) is being submitted outside of the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit/inspection. Per this product's instructions for use, the biolinker contains n-methyl-2-pyrrolidone, which is an irritant to the eyes, respiratory system, and skin. It should be handled with care to avoid contact with the patient's lips or any other type of skin.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similar marketed device in the u.s., an MDR is being filed. Customer reported the easy-graft classic+ product was used on a patient for a bone graft procedure in location 26. During the procedure, the patient experienced paint and discomfort on their lips when the remaining biolinker liquid touched the lips. There were no complications utilizing the product or completing the procedure. When the procedure was completed, the patient also exhibited swelling and inflammation at the site of the bone graft. The customer confirmed there was no serious outcome, as the procedure was completed and the patient is "now fine." No additional procedures or patient follow-ups were required. Customer stated the clinician is "getting skeptical of the product."